Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon said he had multiple attempts to fire stapler on left upper lobe lung for wedge resection. The stapler would clamp the lung fine but we were not able to pull the trigger to cut and deploy staples. The surgeon was able to press the green button but could not squeeze the handle and unsuccessful on multiple attempts in and out the of patient. The surgeon used another device to resolve the issue. There was no patient injury.